Event description:
The distributor reported on behalf of the customer that the device as-ifs2, airseal ifs, 230v was being used on (B)(6) 2025 and "the device was used during a laparoscopic radical prostatectomy. After approximately two hours of use, issues were observed in maintaining proper insufflation and, consequently, in sustaining the co2 pressure within the operative field. Repeated replacement of the dedicated trocar allowed the procedure to continue with apparent safety after several attempts. However, a subsequent complete malfunction of the device occurred, requiring the use of an alternative system at the most critical moment of the procedure. Due to active bleeding, a blood transfusion was necessary, and the patient was transferred to the intensive care unit for postoperative monitoring.¿ per further assessment it was reported that "the 'complete malfunction of the device' refers to the failure of the insufflation device (as-ifs2) used during the laparoscopic procedure...several trocars were used and replaced during the procedure. " on (B)(6) 2025 the patient was reported as ¿at the beginning of last week, the patient¿s condition had improved, and he had been discharged from the intensive care unit.¿ this report is being raised due to the reported injury of a blood transfusion was necessary.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of the customer that the device as-ifs2, airseal ifs, 230v was being used on (B)(6) 2025 and "the device was used during a laparoscopic radical prostatectomy. After approximately two hours of use, issues were observed in maintaining proper insufflation and, consequently, in sustaining the co2 pressure within the operative field. Repeated replacement of the dedicated trocar allowed the procedure to continue with apparent safety after several attempts. However, a subsequent complete malfunction of the device occurred, requiring the use of an alternative system at the most critical moment of the procedure. Due to active bleeding, a blood transfusion was necessary, and the patient was transferred to the intensive care unit for postoperative monitoring.¿ per further assessment it was reported that "the 'complete malfunction of the device' refers to the failure of the insufflation device (as-ifs2) used during the laparoscopic procedure...several trocars were used and replaced during the procedure. " on (B)(6) 2025 the patient was reported as ¿at the beginning of last week, the patient¿s condition had improved, and he had been discharged from the intensive care unit.¿ this report is being raised due to the reported injury of a blood transfusion was necessary.

Manufacturer narrative:
Correction: section d3 was updated manufacturer narrative: an evaluation of the returned device found no fault detected. The unit was put on a 4-hour burn tests and tested everything. The service history was reviewed, and no data was found. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: regular inspections will assist in early detection of possible malfunctions. This helps preserve the device and increases its safety and service life. An authorized service technician has to inspect and service the device at appropriate intervals to ensure the safety and functionality of the unit. The minimum service interval is two years, depending on frequency and duration of use. If the service interval is not maintained, the manufacturer does not assume any liability for the functional safety of the device. We will continue to monitor per regulatory requirements to help ensure patient safety.